Manufacturer narrative:
One (1) expedium 5.5 ti sai polyaxial screw [product code: 1797-04-890, lot number: tbfnl] was returned to the complaints handling unit (chu) for evaluation. Visual inspection has confirmed the reported complaint. On one side of the tulip head, a section of the thread has started to peel away from the tulip head. The thread remains attached to the tulip head. It was also noted that on that same side, just above the thread row, material has started to peel away from the screw head. One the other side of the tulip head, a section of the thread has completely tore away from tulip head. The complaint issue was only noted on the leading thread row (first thread row). It was also observed that the hexalobe feature of the screw was stripped. No other damages or abnormalities were noted on the remaining thread rows, the shank, and the flex ball. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the threads of the sai screw peeling from the screw head cannot be positively determined. Since the condition of the set screw is unknown as well as if an alignment guide and/or the anti-torquing sleeve was used during the procedure, root cause is determined to be inconclusive. However, high stress and overloading are one of the potential contributing factors to torn/ peeled threads. It was also observed that the hexalobe feature was stripped. This may have been attributed to the removal of the screw, via the screw driver. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6), 2015, s1-s2 instrumentation using expedium (sai) was done for a patient with pelvic fracture. After a rod was placed, the set screw (1797-02-000) was unable to be inserted smoothly. Since the surgeons noticed that the internal thread part inside the screw head (1797-04-890) were deformed, another screw (1797-04-890) was used to complete the procedure. Due to the incident, the case was delayed 5-10 minutes. According to the surgeon, the set screw was inserted straight without cross-threading.